Manufacturer narrative:
Follow-up #1; date of submission: 01/22/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/08/2015 with the following findings: no evidence of a power related issue was observed in the pump history and black box data. The pump powered on with the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.